Event description:
Primary IV tubing was able to be pulled apart by patient where it should not be pulled apart. Patient was not harmed. This incident occurred at (B)(6) hospital on (B)(6) 2020. FDA safety report ID# (B)(4).